Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 10 retain samples were subjected to sleeve function testing. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery or sleeve leakage during the draw. Additionally, 30 retain samples were subjected to a visual inspection for broken cannula, and damaged shields. The samples passed testing as the IV cannula was not pierced through the IV shield, there was no evidence of cannula damage, or holes in the IV shields. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.